Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. If explanted, give date: not applicable, device remains implanted. Initial reporter: first name and last name: unknown/not provided. Initial reporter: email address: unknown/not provided. Initial reporter: telephone number: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), zxt toric lens, has a problem with rotational instability. Account indicated that the lens rotates in the eye after implantation. Through follow ups it was learned that the surgeon assessed the situation as a consequence of a technological feature of this lens model. The surgeon reported that because the echelette grating is on the back surface of the lens, it prevents the lens from being firmly fixed in the capsular bag. According to the surgeon, this feature of this model lens always causes rotational instability which is fixed within two weeks post implantation and that after repositioning the lens it does not change its position again. The implantation was performed on march 15. After 2 weeks there was a shift of 17 degrees in the position of the lens. Repositioning was performed in the operating room. The patient was reportedly feeling well and has no complaints. The implanted iol is reportedly stable after repositioning. No further information was provided. This report is against the specific case involving toric lens serial (B)(4). MFR report number 3012236936-2022-01396 is being filed to capture the general allegation against zxt toric lenses.

Manufacturer narrative:
Additional information: through follow-up it was confirmed that the repositioning of the lens was performed on march 29. No additional details were received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.